Event description:
The stainless steel distal tip of the 5mm pyramidal trocar was found to be contaminated with an unknown substance and the tip was also pitted. This was discovered during inspection by the hospital surgical team prior to use in surgery. Samples of the same device from different lots were examined by the surgical staff and the same problem with contamination and pitting of the distal tip of the trocar device were identified. The devices were not used in surgery and were sent back to genicon. Genicon verified the device quality problem with these lots. All affected lots were segregated and quarantined. Lots affected: i1219-k (exp 11/01/2012), i1220-k (exp 11/01/2012), i1278-k (exp 01/01/2013), i1281-k (exp 01/01/2013), i1393-k (exp 03/01/2013), i1394-k ( exp 03/01/2013), i1415-k (exp 03/01/2013), i1423-k (exp 03/01/2013), i1487-k (exp 04/001/2013), i1470-k (exp 04/01/2013).

Manufacturer narrative:
Returned devices were visually examined, but contamination could not be easily identified. The affected devices will be sent for independent chemical and metals analysis on 9/19/08. Results will be included in a follow-up report. Additional model # 100-005-002. Additional catalog # 100-005-002.